Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while he attempted to bolus. The customer wanted to correct his blood glucose level of 457 mg/dl. The customer was unable to remove the infusion set at that time to examine the cannula. The device was not returned.